Event description:
It was reported that the collimator was stuck. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a broken collimator. System operates as intended.